Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body through the vizigo sheath, there was blood inside the distal window at the tip of the catheter. The device was inspected, and reddish material was observed inside the pebax, then during the second inspection, a hole was observed on the pebax. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30139666l number, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that there was a hole in the pebax with internal parts exposed. Initially, it was reported that when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body through the vizigo sheath, there was blood inside the distal window at the tip of the catheter. The catheter was replaced, and the issue resolved. The procedure was completed successfully. There was no patient consequence. The issue of foreign material inside the pebax - no external damage was assessed as a not reportable event. The biosense webster, inc. Product analysis lab received the device for evaluation on april 18, 2019 and it was noted that upon initial visual inspection of the product, there was reddish material in pebax sleeve. No internal parts exposed. Upon second visual inspection on may 2, 2019, it was reported that there was a hole was found on pebax with reddish brown material inside and internal parts exposed. The issue of foreign material inside the pebax - external damage has been assessed as a reportable event. Therefore, the awareness date for this event is may 2, 2019.